Event description:
It was reported that three years, nine months, and eleven days post a port placement, on the first attempt of saline administration, the device allegedly had poor drip. It was further reported that after flushing the saline, on the second attempt, subcutaneous leakage was allegedly found in the neck area. Furthermore, material puncture was allegedly noted at one location near vicinity of the vascular puncture. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A partial compound break was noted to the proximal end of the attached catheter near the distal end of the cath lock. The edges of break were noted to be uneven, and the surface was noted to be rough and granular with residue throughout. Upon infusion, a leak from the break were noted. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture, fluid leak, insufficient flow and identified wear and deformation issues. A definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, nine months, and eleven days post a port placement, on the first attempt of saline administration, the device allegedly had poor drip. It was further reported that after flushing the saline, on the second attempt, subcutaneous leakage was allegedly found in the neck area. Furthermore, material puncture was allegedly noted at one location near vicinity of the vascular puncture. Reportedly, the port was removed. There was no reported patient injury.